Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump had been stopping insulin delivery in the mornings for the past week. The customer's blood glucose (bg) level was 220 mg/dl and a correction bolus was delivered to address the bg level. The contact had reviewed the settings and did not recall any alerts or alarms. As the customer did not have the pump present at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the issue was unable to be determined. The contact indicated that the auto-off feature would be checked. No further reports of the pump stopping insulin had been received.